Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and no issues were observed with the additive in the tubes as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd microtainer® map microtube for automated process k2 edta 1.0 mg has been found experiencing two occurrences of clotting during use. The following has been provided by the initial reporter: it was reported that two mpa tubes clotted while being filled. Customer had 2 separate map tubes 363706 clot while filling them. 2 mpa tubes clotted while being filled.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd microtainer® map microtube for automated process k2 edta 1.0 mg has been found experiencing two occurrences of clotting during use. The following has been provided by the initial reporter: it was reported that two mpa tubes clotted while being filled. Customer had 2 separate map tubes 363706 clot while filling them. 2 mpa tubes clotted while being filled.